Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller stated patient accessed MRI mode for the first time ever today and it showed "eligibility cannot be determined" with code 0 62 07 00 10 10. Tss reviewed that this indicates the lead model isn't eligible and also there is a lead location that is marked as unknown. Tss reviewed drs information which show head-only components and only one lead implanted. Patient stated that they were told they have two leads implanted and the right lead has been replaced twice because is kept pulling out of place (according to hcp at the time, dr. (B)(6) in (B)(6)). Patient couldn't remember specific dates of these events but noted it was sometime around 2011 or 2012 and both events occurred in the same year. Caller stated they spoke with mdt rep (B)(6) (unknown last name) last week about the MRI but patient didn't have programmer with them so they couldn't access MRI mode. Tss asked if mdt rep (B)(6) was aware of patient having two leads or the replacement but patient said "I guess but he didn't know...he didn't say anything about one lead...nobody did". Tss reviewed I would email (B)(6) to update MRI programming as tss suspects patient should at least be head-only eligible but in order to be full body eligible, they would need lead replaced. Patient stated dr. (B)(6) is no longer in the area so they have a pain management hcp but they don't do anything with scs.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 39286-65, serial#: (B)(4), product type: lead. The main component of the system. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 08-mar-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.